Event description:
The sales representative reported on behalf of the customer that the device, plp2020, elite surgical smoke evacuation pencil, was being used during a dual procedure with general surgery and plastics procedure on (B)(6) 2024 when it was reported, ¿cautery rested on intact skin causing accidental burn. Positioned supine with chg prep, general pack used. Dual procedure with general surgery and plastics - skin sparing mastectomy, axillary node dissection, insertion breast tissue expanders.¿ there was no report of medical intervention or hospitalization for the patient. The procedure was completed without an alternate device or any report of delay. Further assessment found that the degree of burn was superficial. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to place active accessories in a holster or in a clean, dry, non-conductive and highly visible area away from the patient when not in use. Inadvertent contact with the patient may result in burns. Contact with drapes or linens may cause a fire. The electrode tip may remain hot enough to cause burns after the current has been de-activated. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, plp2020, elite surgical smoke evacuation pencil, was being used during a dual procedure with general surgery and plastics procedure on (B)(6)2024 when it was reported, ¿cautery rested on intact skin causing accidental burn. Positioned supine with chg prep, general pack used. Dual procedure with general surgery and plastics - skin sparing mastectomy, axillary node dissection, insertion breast tissue expanders.¿ there was no report of medical intervention or hospitalization for the patient. The procedure was completed without an alternate device or any report of delay. Further assessment found that the degree of burn was superficial. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.